Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device does not display a red alarm. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse retrieved the patient's retrospective review of vital signs and waves for the timeframe in question. The philips field service engineer (fse) was not able to confirm the customers device issue. The fse confirmed that the customers alarm data was available at the time of the questioned event. Fse contributed the customer system issue due to the hospital having network issues. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.